Event description:
After a routine visit to my ophthalmologist, I sustained serious injury to my eyes, albeit, the injury eventually abated with additional medical attention. The following symptoms/eventual diagnosis bacterial conjunctivitis with photophobia, green exudate and blurred vision, headache, etc were a direct result of the office visit and the exam itself whether caused by non-sterile drops given, the punctual plugs inserted -type and manufacturer unknown at this time-, unclear or contaminated instruments, etc. And admittedly so by the physician himself. Two scripts were subsequently written for the condition incurred by my visit. The first, an opthalmic steroid/antibiotic mixture which didn't ease the condition/infection but rather exacerbated it. Then a second script for a different steroid was then issued which finally -2 to 3 days after beginning treatment- corrected the condition/infection caused by the visit. (B)(6).